Event description:
The customer stated that he primed the insulin pump while he was connected to the infusion set. The customer stated that he infused over 100 units of insulin into his body. The customer stated that he treated with glucose tablets and his blood glucose levels have gone from 54 to 74 mg/dl. The paramedics were called and the customer was taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.